Manufacturer narrative:
Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation; therefore, there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited forceps elevator has foreign material. There was no patient involvement.